Event description:
The facility reported a colleague infusion pump with a failure code of 500:320:844:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported failure code of 500:320:844:0000 was confirmed in the pump's event history but not reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was discovered that this report is a duplicate of manufacturer report number 6000001-2011-38105. All further investigation will be addressed in manufacturer report number 6000001-2011-38105.